Event description:
Reference number (B)(4). Event occurred in the united states. On 29-jun-2022, reported that patient faced 7 infusion set cannula kinked after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. The blood glucose level was 568mg/dl. Therefore, patient was treated with correction via mdi. Infusion set has been used for 3 hours. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).